Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A complaint history review was conducted on the catalog number in question from 19-apr-2017 to 30-apr-2018. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a small bullet needle was lost in the device instead of holding it properly. The scrub tech had to wedge open the capturing device to visually confirm needle was not in the patient.